Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received replace battery now alarm. The blood glucose level was 125 mg/dl. Customer stated that this was the second occurrence of replace battery alarm without low battery warning. The product will return for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the no lost sensor alert or suspend low sensor glucose functioning properly during testing using the glucose sensor simulator. No lost sensor alerts noted. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No replace battery now alarm, low battery alert or power loss alarm noted during testing or in the pump trace download. (B)(4).